Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. White contamination, possibly corrosion/contamination, was found when the flex contact pads were inspected with an optical microscope. Three control knobs and the upper/lower cases had been found to be broken, and two side bail covers were contaminated. (B)(4).

Event description:
It was reported the rate cannot be adjusted below 90ppm (pulses per minute), and the device shuts off after several minutes. Follow-up information received found the device was not being used on a patient. This was discovered during maintenance. The device subsequently tested out of specification during manufacturer's analysis.